Event description:
It was reported to philips that fluoroscopy was not possible with the wired footswitch. The device was inside of clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and replaced the wired footswitch cable. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by stepping on the footswitch several times. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file could not confirm the malfunction. The cause of the issue was due to broken wired footswitch cable. The philips engineer replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.